Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to the reported tissue injury; however, a cause for the tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. In late on (B)(6) 2025, an echocardiogram was performed and revealed a flail lateral to the clip, causing mr to increase to a grade of 3-4. It was noted that the clip was stable on both leaflets.